Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor case was damaged. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor cannot run detect and treat testing due to physical issue.